Event description:
Per medwatch report mw5171291: "my name is (B)(6) the son of (B)(6) who died as a result of defective hernia mesh products, specifically bard doval and covidien as well as a third product I believe. I was my father's care provider for the last three years of his life as his condition became severe and debilitating. In 2019 he went in for emergency surgery due to a life-threatening bowel blockage that became septic. It took 11 days for him to wake up and he never walked again for the last two years of his life. When I met with the surgeon dr. (B)(6) he stated "this was one of the most difficult surgeries he ever performed". Bear in mind dr. (B)(6) had been performing surgeries for 35 years to put that statement in perspective. The products used in my father's hernia surgeries destroyed his internal organs to the point they had to be removed and resected. His organs were dead, dying, perforated, and so on. Everything I speak about in this email is fully documented in his medical records. I personally spent 3 years reading through every page and going over them with a fine tooth comb. I sold my home and left my career as a mortgage compliance officer to live with my father the last 2-2.5 years of his life to take care of him 24/7 as my mother, his wife passed away in 2011. After his last hernia mesh revision surgery in 2019 due to a bowel blockage he never recovered. He suffered extreme neuropathy, functional quadriplegia, large abdominal wounds with fistulas that I had to pack every day, numerous uti's from his catheter, etc... In the weeks following his surgery his surgeon had to pull mesh through his fistulas during an office visit due to the extreme pain he was in. I spent two years listening to him crying out in pain and sobbing on a daily basis, and unless you've watched a parent suffer like that you have no idea what it does to you. His wounds never healed due to the mesh infection. I had to call 911 over 20 times in the last year of his life and he had to endure the pain of traveling to the hospital and the pain was excruciating. His quality of life was gone completely. My father died a very slow, agonizing, depressive, demoralizing, tortuous death, to put it mildly. These are facts. Trust me, I had the traumatizing task of being there 24/7 throughout the entire 2 plus year ordeal. Make no mistake he suffered from every hernia mesh complication you can find on google plus the extreme neuropathy, function quadriplegia, and death. He could not walk, feed himself, bathe, use the toilet, scratch his nose, pet his dog, or anything else for that matter. Nobody should ever have to go through the hell my father, myself, and my family went through due to these medical products. It was a tragedy of epic proportions for all of us to say the very least. Reference reports mw5171292, mw5171293."

Manufacturer narrative:
The information obtained is limited to the received medwatch report. Multiple attempts have been made to try and obtain additional information with no response received. As reported, patient had a complex medical history with multiple implants and surgical procedures. Based on the information provided, no conclusion can be made as to the degree to which the bard/bd mesh implant may have caused or contributed to the patient¿s alleged clinical course. Infection and fistula are known inherent risks of hernia repair surgery and are labeled as possible complications in the instructions-for-use, supplied with the device. Regarding infection the warnings section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." No medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the actual date of death was not provided in the report sent to bd. We have documented this required date field with a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.